Event description:
It was reported the atrial lead impedance was high and the threshold could not be measured. The device was programmed to a ventricular only mode. The system remains implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
It was further reported that the lead was fractured. The lead continued to have high impedances and was capped. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead developed a fracture due to flexing while in vivo. It was further reported that the lead was explanted and replaced.